Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced hyperglycemia while using the ilet, with a reported blood glucose of 225 mg/dl, and the customer¿s caregiver contacted support for assistance with a supply change; troubleshooting and education were completed and the caregiver planned to allow the pump to correct the high glucose per guidance, with no alerts or alarms reported. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical treatment, no professional medical intervention, no backup therapy, and no ketone testing. Investigation included customer support troubleshooting and education regarding supply change and meal announcements. Investigation of this case revealed no device malfunction reported and no component failure identified, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.